Event description:
The customer reported that the unit was giving an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Patient/user involvement: through follow-up, customer stated that unit was not in use with a patient at the time of the reported event. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.